Event description:
Additional information indicated that the patient had been feeling more breathless since the last follow up so the device was programmed back to its original settings. Far field sensing was noted this time; however, there was no inappropriate therapy provided. A lead revision and device changeout for normal elective replacement indicator (eri) at a later date was planned. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this patient with an right atrial (ra) lead did not feel well. High pacing impedance measurements, which resulted to mode switching, and noise were observed as well. The patient was scheduled for a check up. No adverse patient effects were reported. The lead remains in service. Additional information indicated that the patient's device was reprogrammed to help reduce the patient's symptoms. Further, a fracture on the ra lead was confirmed through x-ray. The next course of action was going to be decided during the scheduled follow up. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The patient was scheduled for a follow up in a few weeks. This investigation will be updated should further information be provided.

Manufacturer narrative:
A lead revision and a device change out procedure was yet to be scheduled. This investigation will be updated should further information be provided.